Event description:
It was reported that a leak or bleeding was found by an examination the day after a lap lobectomy and reoperation was performed. No leak was found from staple lines, but oozing was found from the three sites which were beginning positions of the cutting. A loop was used for re-ligation to complete the reoperation. The patient was stable and was discharged from the hospital. The device was fired three times. No leak was found in the first operation. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional followup: leak or bleeding was suspected from a blood test on (B)(4) 2012. X-ray was not performed before reoperation. Although amount of bleeding was unknown, blood transfusion was not performed. The patient was already discharged from the hospital but we have no detailed information about date of discharge. Was the patient taking any anticoagulants?---we have no detailed information. Was this liver or lung?---lung. What were the three sites? Where were they anatomical on the structure? How much tissue was in the jaws during the firings? ---we have no detailed information. How is the patient currently? ---the patient was already discharged from the hospital but we have no detailed information about date of discharge. Is the patient expected to have a full recovery?---yes. The returned dvd was reviewed by the field quality engineer; it is believed that the hemostasis complication was the result of tissue being milked/squeezed back into the throat of the instrument where there are no staples. Hence the device could not seal the tissue that was cut prior to the start of the staple line.